Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report: the sales representative reported on behalf of the customer that the sb1036, detachable nylon bag 3x6 5/csc was being used for an unknown surgery on an unknown day and it was reported that "the patient had to return to surgery, not clear on why. Referenced at one point that the bag was sticky and allegedly could have pulled bowel with it when removing specimen." The patient had prolonged hospitalization and their current status is unknown. (B)(6) hospital cadillac has not responded to requests from conmed for more information on the cause of this incident. This report is being raised on the basis of injury as the patient had to return to surgery for unknown reasons . No other patient outcome information is known.